Event description:
Additional information was provided to rti surgical, inc. And (B)(6) medical (tmi), a wholly subsidiary of rti surgical. The patient is a 69-year-old male who underwent a left bone augmentation procedure involving tooth sites 35,36 and 37 on (B)(6) 2023 with implantation of a large puros allograft customized block and a copios pericardium membrane. The patient was instructed to discontinue taking thromboembolic prophylaxis; eliquis, two days before surgery and two days after surgery. Description of surgical procedure: an incision was made deep in the oral vestibule, in the mental foramen area; preparation up to the alveolar ridge with elevation of the sulcus of tooth 35; insertion of the implant, manual edge control, insertion of copios membrane; performed a periosteal slit in the vestibule. Backstitch seams followed by a continuous seam over the backstitch seams was performed to close the tooth sites. The next day, the patient developed a clear hematoma in the vestibule. Approximately one week after implantation, the patient developed an infection, lingual dehiscence and secretion at the tooth sites. On (B)(6) 2023, attempts at plastic coverage with rinsing of the implant with chx 0.2% were made. On (B)(6) 2023, a wound dressing plate was inserted at the tooth sites. On 11/15/2023, the puros block and the copios pericardium membrane were explanted. To date, no additional information has been provided to rti for review.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from nza22090087. Manufacturing records review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. No departures from standard operating procedures were noted during the records re-review for the lot. Rti germany manufactured and distributed 100 copios pericardium membranes, from lot nza22090087 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Thromboembolic prophylaxis (even if interrupted; pre and post operatively) may have contributed to the development of hematoma. Reported events suggest that the hematoma development which occurred one day after the procedure, may have caused the dehiscence at the bone implant sites. Multiple attempts of plastic coverage under antibiotic treatment may also have had an impact on the healing process. Infection may begin during the dental procedure upon opening the tissue because of bacteria present in the mouth flora or by introduction of an unsterile product. Transplant failure and dehiscence are listed as per currently valid rsi of the product. Both infection and hematoma are seen as confounding factors resulting in graft failure. Both post-operative complications are associated with procedure related reactions and not the puros block or copios pericardium membrane.

Manufacturer narrative:
A comprehensive batch records analysis is being conducted. Once the results are available, a follow-up report will be submitted.

Event description:
On 06/10/2024, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from zimvie germany. The reported complaint indicated that the patient underwent a bone augmentation procedure at tooth sites #36 and 37 on an unknown date. A puros® allograft customized block and a copios pericardium membrane were implanted. On an unknown date, the patient experienced post-operative perforation of the lingual augment and infection at the tooth sites. Multiple attempts to utilize plastic coverage with antibiotic shielding were performed. To date, no additional information has been provided to rti for review.